Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer changed infusion sent and cartridge and resumed insulin. During call with tandem technical support the customer was guided to perform various troubleshooting steps to complete a system check and no issues were identified. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.